Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to moisture damage on the electronic assembly. The device had moisture damage on the motor. The unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported the insulin pump was exposed to sea water and its not working. Customer's blood glucose was 228 mg/dl. Troubleshooting was performed. The customer forgot he had the device and was in the water. Customer states the device display went blank immediately after the exposure and the lcd was foggy. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.